Event description:
Event description guidant received information that that this atrial lead had an impedance greater than 2500 ohms. Another lead was successfully implanted. The unused lead was returned for analysis.